Event description:
It was reported that a "no disposable, pump won't run" alarm went off. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received in relation to the reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that it was recorded that a "no disposable" alarm had occurred after the start of operation on (B)(6) 2021. A function test was completed and was unable to replicate the reported problem. As a preventative maintenance, the downstream sensor was replaced, and upstream sensor was re-calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.